Event description:
The customer stated that she was hospitalized four weeks ago for low blood glucose levels, with a reading of 26 mg/dl. After the hospitalization, the customer was transferred to a rehabilitation hospital, where she began experiencing erratic blood glucose levels. The customer also stated that she was falling down three to four times a day, possibly due to parkinson's disease. The customer stated that she was experiencing a lot of stress and pain. Troubleshooting was performed. Found that her doctor had changed all of the insulin pump settings. The customer did not feel safe with the insulin pump, and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.